Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported that the patient was driving a car when they experienced agitation and confusion. There was no indication that the patient lost consciousness, but it is stated that the patient then had an accident and bumped the car into a tree. The paramedics were called and when they arrived the cgm was reading 89 mg/dl and the blood glucose reading was 40 mg/dl. The patient was treated with glucose gel and was brought to the hospital. At the emergency room the patient received intravenous glucose and was discharged after 4 hours. At the time of the report the patient was at home and recovering. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.